Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon switching on, the programmer exhibited an electrical crackling sound. The unit would no longer be used.